Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed on the monitor. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. The field service engineer of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the monitor cable. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, there was the possibility that this phenomenon was attributed to the followings. - the failure of the video cable or the output terminal on the rear panel. - the failure of the monitor that was connected to the subject device when the reported phenomenon was occurred.